Event description:
While orienting the graft outside of the body, the graft appeared backwards. Multiple surgeons and two aortic personal from cook confirmed that the anterior markers were indeed anterior, and the graft appeared backwards to what was built. They focused on the single fenestration which they knew is on the left side and unsheathed the graft correctly. Once the first stent was unsheathed, the left renal was perfectly lined up at 3 o'clock the scallop appeared to be at 12 o'clock. This is an issue because the scallop was built at 9.30 o'clock. The scallop stayed at 12 o'clock until the suprarenal struts were released, then it popped over to the 9.30 o'clock build. It seemed that there was an issue with how the graft was packaged. The pictures of the graft looked perfect before packaging.

Manufacturer narrative:
No part of the device was returned for evaluation. No images were received to assist the investigation. Additional information was received that stated the following: the device implanted had lot number ac1152575. IFU was followed during device implantation. The nonconformance was first identified during device orientation; the device appeared backwards in the sheath despite. Multiple practitioners orienting the graft. The difficulty/nonconformance was experienced during orientation before insertion and after first stent was unsheathed, the scallop (in picture) appeared at 12 noon instead of 9:30. No interventions were performed to correct the non-conformance. There were no adverse events, the patient outcome was great. There will not be any additional procedures required due to the reported issue a cook representative was present for the case no part of the procedure was performed off-label or out of the patient selection criteria difficulty was experienced during deployment- only location of scallop before top cap was released the patient¿s anatomy was not tortuous the physician thinks what caused the issue was the packaging of the graft inside of the sheath during a meeting with the subject matter expert, it was concluded the device was inadequately compressed during loading process. The work order (B)(4) was reviewed for 1 x zfen-p-1-36-84-r and appears complete and correct. There were one temporary deviation & non-conformance's were raised at the time of manufacturing. The associated inspection record confirms that the device was manufactured to specification, prior to shipment. Review of specifications found that there are a number of processes and checks in place to ensure that the graft is loaded in the correct orientation within the delivery system. Review of the instructions for use (IFU) supplied with the device for general information found it contained appropriate warnings, precautions, and instructions to the user, including: 4.3 implant procedure fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome to avoid any twist in the endovascular graft, during any rotation of the delivery system, be careful to rotate all of the components of the system together (from outer sheath to inner cannula). 5. Adverse events potential adverse events that may occur and/or require intervention include, but are not limited to: surgical conversion to open repair 10.2 'inspection prior to use' "inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to your cook representative or your nearest cook office. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient". 11.4.5 'proximal body placement' "4. Before insertion, position proximal body delivery system on patient¿s abdomen under fluoroscopy to assist with orientation and positioning. Rotate to a position where the anterior markers are situated in the most anterior (12:00 o¿clock) position. The sidearm of the hemostatic valve may serve as an external reference to the fenestration(s) and/or scallop(s), anterior and posterior markers and body side markers". Caution: maintain wire guide position during delivery system insertions. Caution: to avoid any twist in the endovascular graft, during any rotation of the delivery system, be careful to rotate all of the components of the system together (from outer sheath to inner cannula). There is no evidence to suggest that the user did not follow the instructions for use. Based on the information received, it was concluded that the graft was inadequately compressed during loading process. The loading team in manufacturing was notified about this reported event and a corrective action process has been initiated to further investigate this issue. Further actions will be taken as necessary. The mandatory requirement to always check complaints history during a complaint investigation will ensure trends are constantly monitored. After considering this event the benefits of using this device still outweigh the known risks.

Event description:
While orienting the graft outside of the body, the graft appeared backwards. Multiple surgeons and two aortic personal from cook confirmed that the anterior markers were indeed anterior, and the graft appeared backwards to what was built. They focused on the single fenestration which they knew is on the left side and unsheathed the graft correctly. Once the first stent was unsheathed, the left renal was perfectly lined up at 3 o'clock the scallop appeared to be at 12 o'clock. This is an issue because the scallop was built at 9.30 o'clock. The scallop stayed at 12 o'clock until the suprarenal struts were released, then it popped over to the 9.30 o'clock build. It seemed that there was an issue with how the graft was packaged. The pictures of the graft looked perfect before packaging.